Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was unknown. It was reported that the patient's therapy was not effective anymore and they wanted the pump and catheter removed. It was clarified that the patient's therapy had been previously effective. The patient was taking another oral medication that had been more effective than pump medication. The reporter was not aware of any environmental, external or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, the doctor "worked with the patient on medications". Per the patient, the pump had dilaudid and, "at some point", they added bupivacaine. This was unsuccessful for pain control. The pump was turned off and filled with saline at an unknown date. The pump and catheter were explanted on 2024-02-08. The cause of the lack of therapy effectiveness was not determined. The date that the event/difficult occurred was asked but would not be made available. At the time of the report, it was unknown if the issue had resolved. The patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.